Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that they were in their last week of lower retainers and their bite is not sitting correctly still. Their front right teeth are hitting before their back teeth hit when their aligners are out. The patient said that they have discomfort in their jaw when chewing or sometimes when just casually resting it feels like it will lock and is awkward to get back into place.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.